Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 57 (mg/dl) due to the customer requesting too much insulin for their dinner bolus. The customer entered more carbs than they actually consumed. Sugar was used to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the low blood glucose level (caused by customer miscalculation). The battery issue was verified.